Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that the small metal piece popped out of their vapr coolpulse 90 electrode with hand controls and fell into the patient's joint during a rotator cuff procedure. The piece was unable to be retrieved from the patient. The device was active in saline, used for suction, default settings on the generator. X-ray performed on patient after procedure could not locate piece inside shoulder. The rep was not present but reported no adverse patient consequences with a one-minute delay. The rep stated the device was discarded by the customer.

Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.